Event description:
Contact in another country, reported that a patient had o-c4 instrumentation was done with summit si system in 2008. After the surgery, the screw was found backing out. There is no plan to revise at this time. Patient was placed in a halo crown and vest. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Nothing was returned for evaluation. Review of the device history records found no discrepancies. The process of fixation is surgeon technique sensitive. No definitive conclusion can be made at this time.